Event description:
It was reported that the patient received an inappropriate shock for t-wave oversensing while fishing. The patient was seen in the emergency room and the device was reprogrammed. The device was further reprogrammed at the physician's office approximately two weeks later. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing due to non-physiologic signals/sic (sensing integrity counter). Also observed were 14 non-sustained episodes, 3 episodes of ventricular fibrillation (vf), 15 episodes of t-wave oversensing (twos), 1 sinus tachycardia, 3 monitored ventricular tachycardias (vt), and 5 lead failure predictor episodes of <(><<)> 220 ms in cycle length between (B)(6) 2012 and (B)(6) 2013.